Event description:
It was further reported that the inflation device used was a non bsc unit. There was difficulty inflating the balloon with the balloon partially inflating and then ruptured on the 1st inflation. The balloon and was removed intact.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 2.0 x 12mm apex monorail balloon ruptured at 6atms. The procedure was completed with another of the same device. There were no patient complications and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for evaluation, therefore a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).